Event description:
Reporter indicated, the pt had the vns therapy system explanted due to painful stimulation. Further follow up indicated that the pt's device was explanted due to intractable hiccups. The device was returned to the MFR and is pending product analysis.